Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed a "0x4c to 0xcb 19.5v runtime error wrong state" message and failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report of "0x4c and 0xcb" was not replicated or confirmed. The customer's report of "fails self test" was observed during review of the device data logs. However, the device was put through extensive testing including fast testing and functional testing without duplicating the report. A visual and internal inspection found no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.